Event description:
It was reported that during a sigmoidectomy procedure, the clips did not come out several times during use. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Device fired through lockout, empty, indicator wheel failure. Evaluation summary: the analysis results found that the el5ml device was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws, no clip was released. When testing the device for functionality it was noted to be empty and the lockout was fired through. The device was disassembled and no clips were found. It would not feed clips as it was empty. Additionally, the indicator was noted beyond its intended position. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.